Event description:
Reporter alleged, that on (B) (6) 2009, the patient received a discrepant blood glucose result of 41 mg/dl at 21:19 back to back with results of 54 mg/dl at 21:21 and 176 mg/dl at 21:29 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B) (6) 2009, the patient received a discrepant blood glucose result of 123 mg/dl at 12:56 back to back with a result of 68 mg/dl at 12:58 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B) (6) 2009, the patient received a discrepant blood glucose result of 34 mg/dl at 20:37 back to back with a result of 64 mg/dl at 20:40 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B) (6) 2009, the patient received a discrepant blood glucose result of 41 mg/dl at 12:00 back to back with a result of 85 mg/dl at 12:02 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.